Event description:
7:15am of (B)(6) 2024, the seveic center of the importer revieved a call about pet coling errors. The customer service engineer (cse) instructed the site to shut down system to recover the error 2 times with full power off. 9:20am, the cse arrvied at the site for dispatch. It was noticed a strong smell of eletrical ozone and the system was on when cse arrived at the site. Then cse found that kc1 relay cabel assy was charred. The halon gas fire surppression was deployed. Thtere is no discoloration and distortion on the cover. There was no one injured due to this failure. The cse then checked the system dailure parts and replaced with sapre parts. The system had been delivered to the customer normally after the system passed quality check on (B)(6), 2024.